Event description:
When the device was placed on the sterile field, it was noted that the end of the plug that goes into the triad machine had slices on the device cord. This device was a reprocessed item from sterilmed. The item was removed from the field and a new one was opened.